Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387-40, lot# l75546, implanted: (B)(6) 2000, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 3387-40, lot# l73152, implanted: (B)(6) 2000, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the cause of the event was unknown. Reprogramming occurred on (B)(6) 2013 where they attempted utilizing different contacts and reducing voltage, but the "surges" continued. Since the "urges" occurred with the device off, this event was deemed unrelated to the device. It was noted that the patient had a history of seizures and she would have an electroencephalography (eeg) performed on (B)(6) 2014 to ensure there was no seizure activity. The patient's "urges" occurred on the entire left side. These were intermittent throughout the day and occurred even with the device off at the same severity and frequency. No hospitalization was required and the patient outcome was noted as no injury.

Event description:
It was reported that the patient had experienced a surging sensation on her left side since her implantable neurostimulators (ins) were replaced. The surges occurred multiple times a day. The patient tried turning her right ins off for two hours, but the surging did not subside. The surging was not painful, but was annoying. The reporter stated that she did an impedance check in (B)(6) and all looked normal, but she intended to do another when the patient came in the week following the report. The patient also checked her ins battery level with patient programmer and noticed it was only at 50%. It was noted that the patient had always had and continued to have good therapy. Additional information was requested, but was not available as of the date of this report. Refer to manufacturing report #300420917 8-2014-04249 as the patient had two ins¿s and it was unclear which was the issue.